Event description:
It was reported when using the bd pyxis¿ es server, had a pyxis on override mode and cannot connected. User mentioned slow to sign in. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, had a pyxis on override mode and cannot connected. User mentioned slow to sign in. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the incident, it was determined that the pyxis was in override mode and was not connected. A technical support specialist (tss) confirmed the stations were not in critical override and no sign of slowness in logs. There was slowness at the time due to a network issue at the time, which was later resolved. The system functioned as intended after the technical support specialist verified the device.